Event description:
The customer stated that the entire tsk4000, unk lot is rusted. The customer has been advised to send the kit back for replacement. Unable to confirm which kit has customer has multiple in their sales history.